Event description:
It was reported that the cytarabine infusion was programmed to infuse for a duration of three hours, however the infusion completed in forty minutes. Although requested, no further information was provided.

Manufacturer narrative:
The complaint of over infusion was not confirmed in the logs or reproduced during testing. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the suspect device event log showed, on (B)(6) 2020 at 12:03 am, the suspect device was selected and changed the rate of the primary infusion [ivf +additives (drugid=6)] to 83.3 ml/hr and vtbi to 2 ml and programmed a secondary infusion of 250 ml of cytarabine (drugid=263) to infuse over a duration of 3 hours (calculated rate= 83.333 ml/hr). The suspect device alarmed two (2) times for air in line and was restarted before the secondary infusion completed at 3:06 am. The suspect device did not program the reported medication again until 12:00 pm. At 12:00 pm, the suspect device was selected and programmed a primary infusion [ivf +additives (drugid=6)] to 83.3 ml/hr and vtbi to 2 ml and programmed a secondary infusion of 250 ml of cytarabine (drugid=263) to infuse over a duration of 3 hours calculated rate= 83.333 ml/hr). At 12:35 pm, the suspect device alarmed for air in line and was channeled off. The suspect device did not program the reported medication again on the reported event date. No obvious programming errors were observed. The event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Inspection of the devices found no anomalies with the pumping mechanism. Inspection of the device found multiple parts manufactured by a 3rd party. Over infusion testing was performed. Results indicate that the system was operating within specification. The root cause of the customer¿s complaint of an over infusion could not be identified. Review of the source device (sn (B)(6) service history record showed the device had a manufacture date of (04/11/2011). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/05/2020) and indicated that this device has been previously returned one (1) time for the following service: (B)(6) 2013) lvp motor stall recall 2013: motor stall recall update completed. Grease cam shaft. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the cytarabine infusion was programmed to infuse for a duration of three hours, however the infusion completed in forty minutes.